Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a protruding drive support cap. The customer also reported that the device alarmed an error. The blood glucose reading was 411 mg/dl. The customer stated that his blood glucose levels were high due to a past no delivery alarm that he received. He advised that he felt fine to troubleshoot for the insulin pump, declining troubleshoot for the high blood glucose. He stated that he went to give a bolus, received the no delivery alarm, then went to change the infusion set. He stated that he was priming when he received the error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No unexpected excessive no delivery alarms noted during testing. The insulin pump passed displacement test and rewind test. The device alarmed compromised force sensor system during basic occlusion test due to loose and or protruded drive support disk. The device had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.